Event description:
Ems personnel were attending to a patient in supraventricular tachycardia.allegedly while monitoring the patient, the screen spontaneously switched from a 3 channel display to a single channel with a dashed line for lead ii. The operator cycled power and all three leads came back but with dashed lines, indicative of an ECG lead off condition. A back up device was obtained and used to continue treatment. There were no adverse effects to the patient as a result of the alleged malfunction.